Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient's stimulator is not holding a charge for more than a week with no changes to the programming. Patient is dissatisfied with implant. Patient has called in to make appt with health care provider.